Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that bed 1 does not show alarms at the central station. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.